Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. A total of one battery was received for evaluation. During testing, the battery was inspected and tested using the battery tester, and then placed into the a03 test handle. The test handle would not power on and the display was blue with squares across the screen. The led did illuminate from the camera. It was reported that prior to usage, the video laryngoscope's battery had 202 minutes remaining, and the screen went dark. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to usage, the video laryngoscope's battery had 202 minutes remaining, and the screen went dark. Tried with another handle and the tip led was lit, but there was no display on the led display. There was no patient involvement.